Event description:
It was reported that a malfunction occurred on the pump, which had been submerged in water near the time of the incident. There was no adverse impact to the customer's blood glucose level. The malfunction code reappeared despite attempts to reset the pump, leading technical support to decide on replacing the pump. The customer will use multiple daily injections as a backup therapy to ensure insulin delivery and was instructed on returning the faulty pump before receiving the replacement.